Event description:
This patient with carcinoma of the larynx was undergoing a prescribed treatment course of 26 imrt twice daily. An accidental overdose occurred during the 3rd treatment fraction. Internal investigation found that the dosing error was caused by software malfunction. The pt's treatment plan was modified to account for the overexposure to spinal cord.